Event description:
It was reported through iris per that the right ventricular (rv) lead was repositioned due to perforation on the heart wall. The patient presented to the ER with a decrease in rate when exercising and the hcp found rate dependent 2:1 block. Additionally, thresholds were elevated, impedance and amplitude decreased, and loss of capture (loc) was found. No effusion was present. The device was reprogrammed. No additional adverse patient effects were reported. The lead was repositioned successfully.